Event description:
It was reported that the burr got stuck in the lesion. A 2.00mm peripheral rotalink® plus was used to treat the target lesion. During procedure, it was noted that the burr got stuck in the lesion. The patient was sent for surgery to remove the device. Procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).